Event description:
It was reported that a vascular stent that was used to treat long diffuse lesion in the pt's superficial femoral artery, inaccurately deployed. Upon deployment, it was observed that the device had foreshortened by approx 4cm. The intended treatment site was the proximal popliteal artery to distal superficial femoral artery. The delivery system was removed without incident and angiography demonstrated suitable patency results of the treatment site. No pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.